Event description:
Additional information received indicated there was no obvious damage to the devices.

Manufacturer narrative:
H3: the pipeline flex shield was found partially stuck outside the catheter tip. For further examination, the pipeline flex shield was then pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. Bends were found from 19.0cm to 37.5cm from the proximal end of the pushwire. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; and no damages were found. The catheter body found to be accordioned from 3.0cm to 10.5cm from the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance during delivery. The returned pipeline flex shield was partially stuck at the distal tip of the phenom 27 catheter. However, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal end of the pipeline flex shield were found fully opened and moderately frayed. In addition, the pipeline flex shield and phenom 27 catheter were found to be damaged. From the damages seen on catheter body (accordioning), pusher (bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the phenom 27 cat heter against resistance. It is likely that patient tortuous anatomy and lack of continuous flush may have contributed to the resistance during delivery and failure open issues. H6: method code updated from 4114 to 10, result code updated from 3221 to 3211, and the conclusion code updated from 67 to 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was catheter resistance in the distal shaft, and the distal segment of the pipeline failed to open. The device was re-sheathed twice, but still failed to open and was then retrieved. It was noted the pipeline was not in a tortuous location, more than 50% had been deployed, and no additional actions were taken to attempt to open the device. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a left, saccular, unruptured aneurysm with a max diameter of 11mm and an unknown neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a phenom 27.